Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Cvicu manager reported recurring condensation issues with multiple intra aortic balloon pumps and stated the patient was on a fourth pump after having an axillary balloon being on ECMO and coding the previous day. Each pump displayed multiple alarms including condensation autofill failure catheter restriction sudden shutdown and abnormal noise. The first three pumps were exchanged due to persistent failures including communication errors power alarms and shutdowns and were advised to be sent to biomed. The fourth pump remained in use but continued to require frequent drainage of clear condensation and a dependent loop in the helium tubing was identified and addressed. Additional contributing factors including ECMO use with a patient warmer were discussed and the pump was expected to manage the reported condensation volume. The inner lumen was determined to be clotted was capped labeled do not use and an alternate arterial line was successfully transduced to the pump for proper timing.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e2, e3.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had condensation related malfunction, autofill failure alarm, iab catheter restriction alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.